Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no hearing sensation with the device since (B)(6) 2018. No accident, trauma or changes in health were reported and there was no swelling or redness at the implant site. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Furthermore, during investigation the implant housing was found to have been shattered in many pieces, which is likely related to the removal surgery, as communication with the device was still possible whilst implanted. This is a final report.

Event description:
The recipient no longer had any hearing sensation with the device since (B)(6)2018. No accident, trauma or changes in health were reported and there was no swelling or redness at the implant site. The recipient was re-implanted.